Event description:
Info received indicated fluid ingress was found in the mattress.

Manufacturer narrative:
The hill-rom tech found stains inside the mattress due to a worn ticking and foam. He installed a mattress revitalization kit to resolve the issue.